Manufacturer narrative:
The analysis prior to the repair showed that the product was running out of specification at 490ma instead of 150ma. During a short test run the heat up was reproducible. From outside it was visible that the head of the product had several dents which could cause that the spinning parts get misaligned, causing tension on the bearings and hence stronger wear. The dents are a result of strong external force, e.g. A drop. After disassembling it got also visible that the push button had a groove worn into it due to rubbing on drive. This indicates that the instrument has been used to retract soft tissue during the treatment. This causes that the push button gets pressed, touching the spinning parts, causing a quick heat up. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: risk of burn injury from hot handpiece head or hot handpiece lid. Burn injuries in the mouth may be caused if the handpiece overheats. Never touch soft tissue with the handpiece head or handpiece lid! The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! The following individuals are authorized to repair and service kavo products: technicians at kavo branches throughout the world. Technicians specially trained by kavo. To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Service may only be carried out by kavo-trained repair shops using original kavo replacement parts. (B)(4).

Event description:
During a crown preparation to tooth # 4 or 5 the patient was burned. Burn was cooled for some moments, patient did not need any medication.